Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload could not be closed, even though it was unloaded and reloaded. Another reload was used to complete the case. There was no patient involvement.